Event description:
It ws reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material # 303310. Batch # 5069190. Verbatim: rcc received a complaint via email. Item: 303310. Quantity affected: (B)(4) each. Serial/lot number: (B)(6). Are any samples available for return? Yes. Reported issue: customer reporting some syringes have moisture in them. Customer response on 21-aug-2025. Picture below. The hospital reported this to me on thursday, august 14th. The customer no longer has the sample, they discarded it.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one photo was received by our quality team for evaluation. It was observed in the photo that there is a substance on the barrel; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined without a physical sample. It is not possible to confirm whether it is a material foreign to the process or silicone, which is a component of the product's manufacturing process.